Manufacturer narrative:
The regulator sample was received and tested by the contract manufacturer. Per the final test procedure, the returned regulator was found to pass all testing. A review of the manufacturing records for this lot number noted that the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and with further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received which has not yet been evaluated by the manufacturer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that an ophthalmic gas regulator valve did not dispense gas during surgery. An alternate regulator valve was obtained in order to complete the procedure with no impact to the patient. Additional information has been requested.